Event description:
The customer reported that the system displayed problems with the monitor. No patient injury was reported.

Manufacturer narrative:
The ge service rep found there was a problem with the cable connection and repaired the cable. The system operates as intended.